Manufacturer narrative:
(B)(4). The reported complaint of iabp triggering difficulty is not able to be confirmed. The product was not returned for investigation. The specific serial number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers of iabp's at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Corrected data: section d.1. Brand name corrected from rediguard iab: 8fr 40cc to ac3 optimus iabp na/emea. Section d.4. Catalog # corrected from iab-s840c to iap-0700. Section d.4. Lot # corrected from 18f23h0039 to unknown. Section d.4. The full UDI number is not available as the lot number is unknown.

Event description:
It was reported via medwatch " iabp placed in cath lab several days prior. On arrival to or, noted to be inappropriately triggering from arterial waveform when EKG not available. Rapid triggering caused nonperfused state before realizing problem and replacing EKG. However, while bovie used EKG also with artifact and unable to appropriately trigger off arterial. Fortunately, he was not dependent on iabp for cardiac output. " at the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported via medwatch " iabp placed in cath lab several days prior. On arrival to or, noted to be inappropriately triggering from arterial waveform when EKG not available. Rapid triggering caused nonperfused state before realizing problem and replacing EKG. However, while bovie used EKG also with artifact and unable to appropriately trigger off arterial. Fortunately, he was not dependent on iabp for cardiac output. " at the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint of iabp triggering difficulty is not able to be confirmed. The product was not returned for investigation. The specific serial number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers of iabp's at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Corrected data: section d.1. - brand name corrected from rediguard iab: 8fr 40cc to ac3 optimus iabp na/emea. Section d.4. - catalog # corrected from iab-s840c to iap-0700. Section d.4. - lot # corrected from 18f23h0039 to unknown. Section d.4. - the full UDI number is not available as the lot number is unknown.

Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported via medwatch "iabp placed in cath lab several days prior. On arrival to or, noted to be inappropriately triggering from arterial waveform when EKG not available. Rapid triggering caused nonperfused state before realizing problem and replacing EKG. However, while bovie used EKG also with artifact and unable to appropriately trigger off arterial. Fortunately, he was not dependent on iabp for cardiac output." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.